Event description:
Reference number (B)(4). Event occurred in canada. It was reported on (B)(6) 2024 that the infusion set tubing got detached from connector which led to high blood glucose level. The customer addressed the high blood glucose by correction injection via mdi. Duration of infusion set used was for 1 day. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.